Manufacturer narrative:
The actual device was returned to the manufacturing facility for evaluation. Visual inspection revealed no anomalies which would relate to a gas leak or insufficient gas transfer performance. The actual sample was disassembled for further inspection. No anomalies or presence of clotting was found. A review of the device history record and the product release decision control sheet of the involved product/lot # combination was conducted with no relevant findings. A search of the complaint file found no report of this nature with the involved product/lot# combination. The evaluation results verified that the actual sample had no anomalies which could have contributed to the reported issue. Based on the available information, a definitive cause cannot be determined. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported insufficient gas exchange in the capiox fx25 device. Follow up communication with the user facility confirmed the following information: approximately 1 hour after the initiation of the bypass, the po2 value decreased. The pressure at the inlet was around 400mmhg and the flow rate was stable at approximately 4l/min. The customer, doubting the actual samples gas transfer performance, added a fx25e to the line in parallel to the actual sample. At this time the po2 value started to increase. This event lead the customer to believe that the actual sample had failed to add a sufficient volume of o2. The actual device was changed out. There was some blood loss, a specific amount was not reported. The procedure was completed successfully.